Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
"Contacted participant at 6-week follow-up to be informed that on the (B)(6)2022 at 2 weeks post-op, the participant attended a physio appointment, and the knee was swollen and inflamed. The participant was advised to attend accident and emergency in a nearby hospital for possible dvt. On attending, a&e and a long wait was found to be covid positive although was asymptomatic. Due to the covid result and delay in a doppler scan, the participant was admitted to the hospital from the (B)(6)2022 to the (B)(6)2022. The scan was negative for a dvt, oral antibiotics were commenced - clindamycin for 5 days and the knee inflammation improved. The participant also received subcutaneous clexane while admitted to hospital. The participant was discharged on the (B)(6)2022 and has been recovering well since. "